Event description:
It was reported that the patient's seizures have become worse over the past two months. The patient's mother attributes this to the vns battery depleting. The physician performed system diagnostics which were within normal limits. It was reported that the physician agreed that with the change in seizures generator replacement needed to be performed. The physician's office reported that the patient was referred for prophylactic generator replacement since the device had been implanted for approximately seven years and the patient was experiencing an increase in seizures. The physician increased the patient's medications to help with the seizures. No surgical intervention has been performed to date.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to battery depletion. The explanted generator was returned to the patient; therefore, no analysis can be performed.